Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy and a shock for an episode detected in the ventricular tachycardia (vt) zone that was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. Additionally, the right atrial (ra) lead displayed undersensing. The implantable cardioverter defibrillator (ICD) and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.